Event description:
Discordant high results for total human chorionic gonadtropin (thcg) were obtained on an advia centaur instrument. First result was reported out questioned by the physicians. The same sample was rerun on another advia centaur cp instrument in the same laboratory and the result was lower. Corrected report was sent to the physicians. The laboratory ran a sample from a male patient and also received a high result on the instrument, repeated on the other system the result was low. This sample was run for quality purpose and was not reported out. There are no known reports of patient intervention or adverse health consequences due to the discordant thcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant thcg result to be residual bleach in the system after a daily cleaning procedure (dcp). The fse found that the customer does not possess the necessary spare reservoirs. The fse performed a system decontamination and instructed the customer how to perform the dcp. The instrument is performing within specifications. Further evaluation of the device is not required.